Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the customer was hospitalized for high bg's and had insulin flow blocked alarm. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, faded serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no insulin flow block alarm listed on the event date in the formatted history file. However there was no delivery alarm listed prior to the event date on (B)(6) 2022. (B)(6) 2022 10:06:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2022 16:49:12.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2022 17:07:14.000 alarmalertnotification faultnumber = no delivery (7) - during bolus the pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged insulin flow block alarm/no delivery alarm is not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer visited emergency medical services due to high blood glucose. Customers blood glucose was 299 mg/dl. The customer's current blood glucose was 79 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. The customer stated that they received insulin flow block alarm. Customer stated that they have tried all the troubleshooting. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.